Manufacturer narrative:
The facility reported that when a generator test was performed the unit would alarm and reset to the factory default settings. A steris service technician arrived onsite, inspected the unit, and identified alarm #3 and #4 were displaying on the unit subject of the reported event. The technician repaired the unit, ran a test cycle and confirmed the unit to be operating according to specification. The technician found that the audio cable was causing interference. This interference caused the unit to shut off incorrectly when the generator test would occur and caused the alarm #3, "cycles returned to default values (critical)" to sound. The function of the audio cable is to sound the alarm. The default factory setting of the unit includes a setting for pure water to be used with the unit. The user facility does not have pure water but uses hot water which is within the specified range of use with the unit. When the unit would reset after a generator test, the pure water setting would turn back on. This caused alarm #4 "sump too long to fill (non-critical)," to sound.

Event description:
The user facility reported their amsco 5052 washer was alarming, causing procedural delays.